Event description:
Per the audiologist, the child's parents reported on june 13, 2007 that the child was not hearing with the cochlear implant system. Exchanging all external equipment did not resolve the problem. An integrity test done four days later, showed a malfunction of the receiver/stimulator. Explantation/reimplantation surgery was scheduled for the following month.

Manufacturer narrative:
.